Event description:
It was reported by repair work order that there was no power to the bed due to a damaged power entry module and damaged fuse. It was further reported that the scale was inaccurate due to malfunctioning load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.